Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged approximately one week post-implant. It was further reported that the dislodged lead perforated the lung causing pneumothorax, which was confirmed with an echocardiography study. The ra lead was explanted. No further patient complications have been reported as a result of this event.